Event description:
On numerous occasions the disposable 'sodasorb' container was defective due to cracked plastic on the container.

Event description:
On numerous occasions the disposable 'sodasorb' container was defective due to cracked plastic on the container.